Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six months post filter deployment, the patient was scheduled for filter retrieval. The removed filter was examined and shown to be missing one of the short legs. Next day, CT imaging confirmed the presence of a residual filter leg along the dorsal aspect of the inferior vena cava at the level of l2-l3. Therefore, the investigation can be confirmed for limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached. The device was removed percutaneously after a previously attempted but unsuccessful percutaneous removal procedure. The patient experienced pain. However, the current status is unknown.